Event description:
Pt with a history of scleroderma and non-hodgkins lymphoma diagnosed in 2001. Port-a-cath inserted 2001. Completed treatment with chemotherapy in 2002. Chest x-ray done by another health care provider, in 2006, revealed a fractured infusion catheter with a 9 cm catheter segment probably positioned within the left lower lobe pulmonary artery. Unclear as to when catheter tip broke off. Was seen by surgery clinic follow-up from the jail at our facility in 1999 to have catheter removed. Pt refused the procedure to remove catheter at that time. Pt seen at this facility emergency room approx three months later, for left sided chest pain, productive cough and congestions. Chest x-ray done the same day, reveals no interval change in position of fractured port-a-cath compared to prior x-ray. Pt admitted eleven days later, after a syncopal episode at our facility for observation. Vascular surgeon consult two days later, with a recommendation not to remove catheter at this time. Diagnosis or reason for use: lymphoma.